Event description:
It was reported that the customer received an error message on the insulin pump, which would not communicate with her blood glucose meter. It was explained that the error the insulin pump was alarming about would affect radio frequency, causing the issue. Customer's blood glucose was 84 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a radio frequency error alarm during self test due to faulty connector on the circuit board. Radio-frequency communication testing could not be completed, due to error alarm. The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms were noted. The device passed all functional testing performed. No excessive no delivery alarms were noted. The insulin pump had minor scratches on the lcd window.